Manufacturer narrative:
Device evaluation: one empty syringe of 1.0 ml was received without cap and no needle in a plastic roll. No defect was observed in the syringe.

Event description:
Healthcare professional reported that during the injection of a juvéderm® voluma® with lidocaine in the chin, the needle dislodged from the syringe and the gel spilled out. The needle was in contact with the patient, but the burst gel did not contact the skin directly. There were no physical injuries. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during the injection of a juvéderm® voluma® with lidocaine in the chin, the needle dislodged from the syringe and the gel spilled out. The needle was in contact with the patient, but the burst gel did not contact the skin directly. There were no physical injuries. The packaged needle was used.